Event description:
It was reported to nova biomedical that a consumer received a result of 500 mg/dl on their blood glucose meter. The consumer administered an unk amount of insulin and subsequently experienced a hypoglycemic event which did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test their test strips before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of the call. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.